Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for frame damage was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''there was high push force through the 14f esheath plus and the valve broke through sheath at transition point of sheath (just distal to non-expandable portion of sheath)''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per imagery, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. It's possible that the valve became stuck in the sheath during delivery system advancement and if excessive force is applied to manipulate the device, it can lead to the delivery system flex tip interacting with the valve outflow struts. Per imagery provided the delivery system flex tip appears to be non-coaxially aligned with the valve struts. When high push force was applied the struts on the outflow of the valve bent and the delivery system flex shaft kinked. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-12608. The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, there was high push force through the 14f esheath plus and the valve broke through sheath at transition point of sheath (just distal to non-expandable portion of sheath). There was no vascular injury noted. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. The indication for the procedure was aortic stenosis. The sheath was pulled back as the valve exited the sheath and did not cause any vascular damage. There was no difficulty removing the first sheath and valve, and the valve was properly crimped. Resistance was felt at the transition from the partially expandable portion to the shaft. A photo of the sheath before it was removed completely from the patient was provided for review, along with imagery. Per engineering review of photo provided the sheath liner was punctured and a valve strut was bent. Per the fcs, the delivery system and valve exited through the liner outside the sheath while advancing, but the fcs didn't think the system actually got to the vessel as the partially expandable part of the sheath was not in the vessel. There was resistance (possibly because the sheath was kinked at the junction between the partially expandable and expandable part of the sheath), and the sheath came out further when the valve broke through. There was no vessel damage, and no blood products were given.